Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Angina, death, and mi, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. There does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina is a secondary effect of the cardiac arrest and mi, in which the pt was reportedly hospitalized and CPR performed, but ultimately expired. A conclusive cause for the reported pt effects and the relationship to the xience v, if any, cannot be determined.

Event description:
Reporting status: death. Reporting rationale: myocardial infarction medical intervention/death. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was in 2005, with one xience v stent being placed in the proximal lad. It is unk if predilatation was performed prior to stenting. No procedural complications were reported. In 2008, the pt was rehospitalized, experiencing a myocardial infarction, after going into cardiac arrest in the car, on the way to the hospital. CPR was performed; however, the pt was unable to be resuscitated and expired. No additional event or pt info is available.